Manufacturer narrative:
Reported event: an event regarding periprosthetic fracture involving a patient specific, distal femoral replacement, femoral stem was reported. The event was confirmed by x ray review. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: a review of the provided x-rays by a clinical consultant indicated: the implant in situ was for a distal femoral replacement which was inserted on (B)(6) 1998. The surgeon reported aseptic loosening of the femoral stem. The x-ray images provided show that the femoral stem was migrated proximally, penetrated through the greater trochanter, which indicate fracture of the bone and the stem is not engaged with the bone. The remaining femoral bone was very porotic and destructive, with extensive bone remodelling and thin cortex. Therefore, the radiographic review can confirm the clinical report of aseptic loosening of the femoral stem and reason for revision. Device history review: review of the product history records indicate the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, pathology reports, progress notes, and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
A patient specific prescription form was received for the patient's right total femur with reason for revision noting: "revision distal femur erp" and reason for surgery noting: "aseptic loosening." Update 04 aug 2021- x ray review: "the x-ray images provided show that the femoral stem was migrated proximally, penetrated through the greater trochanter, which indicate fracture of the bone ".